Event description:
It was reported that tandem insulin pump generated repeated cartridge alarms that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if needed, while technical support arranged replacement pump with updated software.